Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. In addition, it was reported customer received a minimum fill message after loading 150 units of insulin into the cartridge. Customer's blood glucose level was 202 mg/dl. Reportedly, the customer successfully loaded a new cartridge and resumed insulin delivery.